Event description:
There was an allegation of questionable elecsys hcg stat results for 1 patient on a cobas e 411 analyzer (disk system). The initial result was >10,000 miu/ml. The sample was repeated with a 1:100 dilution ratio and the result was 637.0 miu/ml. The sample was repeated due to the discrepancy and the result was <100.0 miu/ml. On (B)(6) 2024 the result was < 100.0 miu/ml. The repeated result was >10,000 miu/ml. The sample was repeated with a 1:100 dilution ratio and the result was 26,787.0 miu/ml. This result was reported outside the laboratory. The sample was sent to another laboratory and was tested on another e411 module and the result (after an unspecified dilution) was approximately 25,000 mui/ml.

Manufacturer narrative:
The reagent lot number is 768078 with an expiration date of 31-may-2025. The calibration data (from 04-jul-2024) was within expectations but at the very lowest end. The calibration failed and could not be used. The qc was acceptable. A general reagent issue was excluded. The field service representative found a damaged sample probe. He replaced the sample probe, which appeared to resolve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.